Event description:
Vasc. Operating room reports that a doctor was single gloved wearing biogel m size 7 1/2 when he got a "needle prick size hole in his glove" and a first assist on the same case was single gloved wearing biogel m size 7 when he had a "tear in the glove, the whole finger tip was out." Both were exposed to pt. Gloves were shown to the territory manager and the hospital employee said they "look weird", "they have dimples", "blisters" or "ring" on the tips of each finger, on both left and right hand gloves. Several samples were mailed in for this portion of the complaint. We were told that a doctor had a biogel m "rip in the palm"-no samples are available. In (B)(4), a doctor wearing single glove biogel 7 1/2 m was exposed in at least two cases and a doctor who single gloves in biogel 7 1/2 m had an issue, but wasn't sure what the "issue" was. Ambulatory surgery center said that they just found out that there were some staff who had experienced "tears in the tips of the biogel m gloves."

Manufacturer narrative:
The physical properties (visual, thickness, and tensile testing) was performed on returned and retained samples, that was from the same lot number. Results were within the specification requirements. No defects were found. Please note: 3004763499-2013-00029, 00031, 00032, 00033 all are associated to this incident provided by mission hospital. The hospital provided 5 gloves and were unable to confirm which were apart of the incidents mentioned in the description. As a precaution, a medwatch report was filed for each glove.